Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18502. It was reported that the patient presented for remote follow up via merlin.net with recorded episodes non-sustained right ventricular over-sensing on the implantable cardioverter defibrillator caused by right ventricular lead noise. The patient then presented to the emergency room, where an electrophysiologist was notified of the issue. However, there were no interventions or adverse outcomes reported.